Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient could only recharge the ins to 3/4 it would not go to a full/100% charge. The patient said they were really bad about charging. No symptoms were reported. No further complications were reported/anticipated.